Event description:
Sorin group received a report that during setup for a case, the s5 double head pump displayed a motor control error. The pump was changed out and there were no further problems. There was no patient involvement.

Manufacturer narrative:
No patient involvement. Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that during setup for a case, the s5 double head pump displayed a motor control error. The pump was changed out and there were no further problems. There was no patient involvement. The investigation is on-going. A follow up report will be sent when the investigation is complete.